Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that she could not get the belt connected to the monitor. She also reported that one of her batteries was not charging when on the charger. The pt received a replacement electrode belt.

Manufacturer narrative:
Device manufacture date: electrode belt (B)(4): 04/2010. Battery (B)(4): 06/2009. Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (not charging) has been confirmed. As received, the battery was found to have evidence of liquid ingress. The root cause of the battery contamination cannot be positively identified. No adverse event resulted from the liquid ingress. The pt received a replacement battery pack. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins could not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.